Event description:
The report co received from the study indicated that the pt was admitted with an anterior myocardial infarction (mi) and one-vessel disease. The target lesion was 2.4 x 13mm, total occluded and located at the proximal left anterior descending (lad) artery. Direct stenting was performed with a 3 x 13mm cyoher stent at 15 atm and sub-optimal results were obtained. The lesion was post-dilated with a 2.5 x 10 balloon catheter at 13 atm. Seven months post-procedure the pt started to experience chest pain on exertion. Angiography was performed during the eight months follow up and revealed 75% restenosis in the proximal edge of lad stent. The pt was re-hospitalized for 4 days and treated with implantation of another cypher stent. It was reported that the event resolved without sequelae.